Manufacturer narrative:
E1: phone: (B)(6). One device was received for evaluation. Visual inspection found the device to be slightly worn. There was no evidence in the event history log. Functional testing was unable to duplicate the reported problem. No fault was found. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the "pump can no longer be operated, alarms as soon as a battery is inserted". There was no patient involvement.